Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at the pocket site which the patient described as heating which occurs when stimulation on. As a result surgical intervention took place on (B)(6) 2019 wherein ipg was explanted and replaced. The issue was resolved through battery replacement.